Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record, patient was revised to address failed right total hip arthroplasty, metal on metal with alval lesion. Revision notes stated that patient had pseudotumor, and metallosis was removed. There was minimal bone loss and patient did have osteoarthritic changes due to the tumor. Head and cup were removed. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.